Event description:
Information received notes that during the night of the implant, several 3-second pauses were seen on the ECG. Loss of capture occurred when the device was tested in unipolar. Capture was restored by returning the device to bipolar. The physician felt the lead had perforated the patient's right ventricle. The patient does not have any underlying r-waves at 30 ppm and is pacemaker dependent. The patient was referred to another hospital for lead revision.